Manufacturer narrative:
According to the complainant the device will not be returned for investigation. Lot release records were reviewed, and the product lot met all acceptance criteria. We are unable to confirm or determine the root cause of the reported dislodged cannula.

Event description:
It was reported the patient's blood glucose level rose to 400 mg/dl while wearing the pod between 5 and 24 hours. The pod reportedly fell off the infusion site (back), causing the cannula to dislodge. As treatment, a new pod was placed.